Event description:
The device is part of a recall population and upon receipt it was found to be failing a self test.

Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusions: the component failure was caused by a resistor that is unrelated to the recalled component.